Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke with a blood glucose of 39 mg/dl, consumed a large amount of food, and subsequently experienced hyperglycemia around 200 mg/dl, with a prior evening low following a larger-than-usual meal and a subsequent high that was later corrected by the ilet leading into the morning low. Symptoms included hypoglycemia with subsequent rebound hyperglycemia. Outcomes included user counseling on hypoglycemia treatment to reduce overcorrection. Investigation included customer support troubleshooting and education regarding oral glucose administration and stepwise carbohydrate treatment. Investigation of this case revealed no device alarms and no device malfunction and suggested that glycemic variability was consistent with treatment-related overcorrection and automated corrective dosing behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.